Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the surgeon was trying to take out the specimen, but the bag didn't form a drawstring bag. When we tried to pull the green circle, the bag have already tore apart. The trocar's seal was damaged. Changed the retrieval bag to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the stopcock was disengaged. The cannula, obturator, trocar and circular seal appeared intact. The device passed an air leak test. The obturator when actuated cut through test media cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged stopcock may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.